Manufacturer narrative:
Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was taking forever to charge, patient further stating having all, or (but two) coupling and has been charging for 6 hours. Patient thinks the implantable neurostimulator (ins) has been in the last (75-100% quartile) the entire 6 hours. Basic recharging information was reviewed and a replacement recharger antenna was offered. Patient noted that she has had too many issues with this thing and declined to take only part, patient requested for an entire recharger. No patient symptoms were reported. A replacement recharger was sent to the patient. Additional information received from the patient stating that they wanted their device out.